Event description:
Pt was implanted with a synchromed pump in 2000 for non-malignant pain and failed back surgery syndrome. Pt presented with fever, redness, swelling, drainage and pain. Date of the onset of symptoms is unknown. Pt had the pump explanted approx 2 months later. The source of infection was at the device pocket but there is no report of a culture taken. Info on the pt outcome and treatment not provided by health care professional.